Event description:
This lead was explanted due to dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. A stylet was found inside the lead. During the inspection a deformed inner coil was found directly next to the df4 connector pin. Further investigations indicated that the deformation was caused by overrotation of the inner coil during the extension or retraction of the fixation helix. The damage affected the function of the helix, which is assumed to be the root cause of the observed dislodgement. Furthermore, coagulated blood was found inside the inner coil. The blood most likely penetrated the lead during the surgery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.